Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got an unexpected restart alarm. The blood glucose level was 160 mg/dl. Alarm recur after battery change. The troubleshooting was performed. Pump being returned for analysis.

Manufacturer narrative:
Pump passed displacement test and unexpected restart error test. No unexpected restart error alarm noted. No unexpected resetting time and date after changing battery noted.